Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported there were a couple impedances that were able to program around. Cause was not determined. The rep did a reprogramming sessions; the solution was that the patient wanted a new battery and therefore the hcp implanted with a new ins.

Event description:
Additional information was received from a manufacturer representative (rep). Rep reports running impedance checks, connectivity checks, and adjusting programming on the appointment on (B)(6) 2025. Rep reports the settings not available message quit coming but patient (pt) stated ¿losing programs¿ meaning they couldn't feel them anymore no matter how high they turned it up. Rep reports pt felt programming the day of reprogram. But then a couple days later, pt would not be able to feel anything no matter how high pt turned it up. Rep reports the patient stated this happened for all programs. Rep reports confirming this information with the patient's provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that starting on (B)(6) 2024 the patient (pt) was seeing the settings not available message. No symptoms reported. It was confirmed that the implanted neurostimulator (ins) was charged when this message would appear. The pt had spoken with a rep on (B)(6) 2024, and had met with a rep three times before to reprogram groups a and b. It was explained that with prior reprogramming the stimulation for groups a and b gradually disappeared to the point where it stopped completely in group a and is working but was minimal in group b. It was confirmed there was not a group c they were scheduled to meet with a rep on (B)(6) 2025. Patient services redirected the pt to see the doctor and the rep to further address. Patient reiterated information about programs "coming and going" and that therapy shuts off or quits to where they are not getting relief. Caller stated that prior to having paddle lead placed, patient had old competitor leads that had impedance issues. Patient plans to discuss possible replacement with hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Device discarded.